Event description:
The patient was being treated for an abdominal aortic aneurysm (aaa) with the alto abdominal stent graft system. The device was delivered with no manipulation. Upon polymer fill, it was noticed that the device had twisted. The patient was reported to be discharged in stable condition. Clinical evaluation determined that there was also proximal stent migration that caused right renal occlusion. Additionally, the patient experienced renal insufficiency, respiratory complications (pulmonary edema/pleural effusion requiring thoracentesis, chest tube and ultimately bipap) and abnormal blood loss (requiring blood transfusion), the final patient status was reported to be transferred to inpatient hospice/palliative care on postoperative day 17 with a do not resuscitate order.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the alto main body deployment issue (twisting of the aortic body fabric trunk) is confirmed. This is consistent with the reported adverse event/incident. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The procedure related harms identified were right renal occlusion (from proximal graft migration), renal insufficiency, respiratory complications (pulmonary edema/pleural effusion requiring thoracentesis, chest tube and ultimately bipap) and abnormal blood loss (requiring blood transfusion). The final patient status was reported to be transferred to inpatient hospice/palliative care on postoperative day 17 with a do not resuscitate order. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents.